Event description:
Information received with return of the device notes that the patient underwent external defibrillations. The device went to vvi mode. Programming to ovo caused spikes in the ECG. The patient's condition was "well".